Event description:
A customer reported that the pump's quick bolus and wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by sending a replacement pump with updated software. The customer was advised to continue using their current pump until the replacement arrived. Additionally, instructions were provided on how to return the problematic pump and set up the new one, which the customer understood and acknowledged.